Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the catheter stuck on guidewire. The vascular access site was located in left femoral artery. A runway guide catheter was selected for use. During procedure, the runway guide catheter was stuck on an unknown guidewire and when rotated, the runway guide catheter body was twisted and damaged. The procedure was completed with this device. No patient complications were reported.